Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The site started case with an initial exam, registered, and felt accurate. Then at the target point of the biopsy plan, the surgeon felt he was inaccurate by 4 mm. They stopped, took another CT image to confirm whether the area was the tumor or necrosis from chemo, came back in the case registered off the new CT, and then were able to perform an accurate biopsy.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software logs were received and reviewed, but provided no additional insight regarding this event. The software analysis of the logs was unable to determine probably cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: no additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Manufacture date: device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, a four millimeter imprecision was observed when at the target point from the biopsy plan. The issue occurred following patient registration and confirmation that the site felt accurate. The site then discontinued, performed an additional computed tomography (CT) image to determine if the region was necrosis from chemo therapy, returned to the procedure, registered off the new CT image and performed an accurate biopsy. There was no reported delay to the procedure due to this issue. No additional information was provided.